Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that there was noise and inappropriate pacing during ventricular high rate episodes. The device remains in use. No patient complications were reported as a result of this event. Information was received indicating the device was removed and replaced due to eri (elective replacement indicator).

Event description:
It was reported that there was noise and inappropriate pacing during ventricular high rate episodes. The device remains in use. No patient complications were reported as a result of this event.